Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that a silent nite device was returned by dr. (B)(6). Due to the attachment on the guard breaking off; "not the blue connectors; the actual part that the connector attaches to". Additional information received reported that the 39-year-old, male patient did not suffer any injury or adverse outcome and no medical intervention was required. It is unknown if the patient was sleeping with the device when it broke but the event was reported to have occurred on (B)(6) 2026. The patient stopped using the device the same day it broke.